Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. Investigation summary photos were returned to j&j medtech orthopaedic for evaluation. The j&j medtech orthopaedic team conducted a visual inspection of the returned photos. After the photos visualization, it was observed that the meniscal deployment gun shows the spring pusher deformed, the rest of the gun does not appear to have structural anomalies. The needles with the plates is not shown in the photos. The overall complaint was confirmed as the observed conditions of the meniscal deployment gun would have contributed to the complained device issue. Based on the investigation findings, the root cause can be attributed to procedural variables, such as device handling or product interaction during the procedure; the needle may not have been connected as intended and consequently caused the spring pusher damage. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a meniscal repair surgical procedure it was observed that after the first firing of the meniscal deployment gun, two plates were deployed at the same time, and it was noted that the applicator was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for the same event in (B)(4).